Manufacturer narrative:
On the original medwatch gore® dualmesh® plus biomaterial was selected in error, device was gore® dualmesh® biomaterial.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 3191: appropriate term/code not available for ¿vac dressing¿ and ¿wound vac¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2016 and not all records received in this time span are relevant to the three gore® dualmesh® biomaterial devices. Patient information: medical history: morbid obesity: (B)(6) 2012: 300 lbs., bmi 50. (B)(6) 2013: ¿weight is down from 302 lbs. To 193 lbs.¿ (B)(6) 2014: 167 lbs., bmi 27.8. (B)(6) 2015: 165 lbs., bmi 27.5. Smoker: (B)(6) 2012: ½ pack per day for 12 years. (B)(6) 2015: ¿current every day smoker.¿ severe gastroesophageal reflux disease [gerd]. Hypertension [htn]. (B)(6) 2015: extensive abdominal wall cellulitis. (B)(6) 2015: methicillin-resistant staphylococcus aureus [mrsa] positive. Surgical procedures: unknown date: repair of congenital colon malrotation. (B)(6) 2012: roux-en-y gastric bypass. Cholecystectomy. Tru-cut needle liver biopsy. (B)(6) 2012: exploratory laparotomy with lysis of adhesions and repair of enterocutaneous fistula of distal roux limb with small bowel resection. Secondary closure of abdomen. Placement of vacuum-assisted closure dressing. (B)(6) 2013: repair of incisional hernia with gore dualmesh patch material. Implant gore® dualmesh® biomaterial. (B)(6) 2013: removal of infected patch. Placement of vac dressing. (B)(6) 2014: repair of recurrent incisional hernia with permacol patch material. Implant: permacol (B)(6) 2014: repair of recurrent incisional hernia with gore-tex dualmesh patch material. Implant gore® dualmesh® biomaterial. (B)(6) 2015: removal of infected mesh with placement of vac dressing. (B)(6) 2015: repair of recurrent incarcerated incisional hernia using gore dualmesh patch material. Implant gore® dualmesh® biomaterial. (B)(6) 2015: exploratory laparotomy. Removal of infected abdominal wall mesh. Extensive lysis of abdominal adhesions. Open ventral hernia repair with biologic mesh (20 x 25 cm strattice). Placement of negative pressure dressing (less than 50 cm2). Implant strattice biologic mesh (B)(6) 2016: debridement of abdominal wound measuring 6x6 cm, split thickness autograft coverage of abdominal wound (36 cm squared). Relevant medical information: (B)(6) 2012: ¿morbidly obese with bmi of 50.¿ (B)(6) 2012: roux-en-y gastric bypass. Cholecystectomy. Tru-cut needle liver biopsy. [Hospitalization dates (B)(6) 2012]. ¿an upper midline abdominal incision was used through an old midline scar. The peritoneal cavity was entered easily. There were adhesions of omentum around the incision and into the pelvis and these were taken down by sharp and blunt dissection without any difficulty.¿ ¿the abdomen was now closed with running #1 looped pds to the linea alba.¿ (B)(6) 2012: discharge: ¿longstanding morbid obesity with bmi of 50 who after multiple failed attempts at weight loss presents for roux-en-y gastric bypass . Discharge disposition: home in good condition.¿ (B)(6) 2012: ¿seen by dr. H on monday and had her surgical site opened secondary to infection. Was advised to pack the site with gauze daily and continue with antibiotics. Nauseous this morning and vomiting. Felt strain in her stomach, felt a pop and noticed the surgical site was bleeding.¿ ¿dehiscence of surgical wound, postoperative wound infection, bypass of stomach. Dressing was not applied, patient refused dressing change states ¿my mom will change it when I get home, she is a nurse¿.¿ (B)(6) 2012: ¿admitted via ER with abdominal wound dehiscence.¿ ¿increased white blood cells count.¿ (B)(6) 2012: exploratory laparotomy with lysis of adhesions and repair of enterocutaneous fistula of distal roux limb with small bowel resection. Secondary closure of abdomen. Placement of vac (vacuum-assisted closure) dressing. [Hospitalization dates (B)(6) 2012]. ¿the upper 3 inches of the incision had already opened, as well as the lower one inch.¿ ¿ it was clear that bowel had eviscerated through the open area of the fascia and the fistula was in this area, but it is difficult to identify.¿ ¿the fistula was noted to be in the distal roux limb at a point approximately 2 to 3 inches above the jejunojejunostomy.¿ ¿ the abdomen was closed with running #1 looped pds to the linea alba and this was reinforced every 1 inch with figure-of-8 suture of #1 pds. Closure was secure. Minor bleeders in the subcutaneous tissue cauterized and the subcutaneous tissue was dressed with the skin open with a vac dressing.¿ (B)(6) 2012: pathology: ¿final diagnosis: small bowel with enterocutaneous fistula, resection: fistula with marked acute inflammation and purulent serositis.¿ (B)(6) 2012: ¿discharged to home in good condition¿ implant #1 preoperative complaints: (B)(6) 2013: ¿weight is down from 302 to 193. Continues to do well, but complains of a large hernia that she has developed. Reports the hernia is very painful and getting progressively worse.¿ ¿on exam; large incisional hernia, which I will get repaired for her.¿ (B)(6) 2013: preoperative diagnosis: ¿incisional hernia.¿ implant #1 procedure: repair of incisional hernia with gore dualmesh patch material. [Implant: gore® dualmesh® biomaterial, 1dlmc07/9217491, 20cm x 30cm x 1mm thick]. Implant #1 date: (B)(6) 2013: wound classification: ¿clean/contaminated¿ description of hernia being treated: ¿the old scar was totally excised in elliptical incision for approximately 10 inches in length. The subcutaneous tissue was dissected, and the hernia sac was opened. The entire hernia sac was excised from subcutaneous tissue. There were loops of small bowel and omentum around the edges of the fascia, and these were all dropped back into the peritoneal cavity. The fascial edges were strong. There was a separate umbilical hernia and this was repaired with a figure-of-eight suture of #1 prolene. The measurements of the hernia were approximately 20 x 15 cm in roughly elliptical fashion.¿ implant size and fixation: ¿a piece of 20 x 30-cm gore dualmesh patch material was chosen and cut to the appropriate size and shaped appropriately and sewn in place to the fascia using running and interrupted sutures of #1 prolene. The repair was solid and not under excessive tension. The mesh and the subcutaneous tissue were irrigated with saline and bacitracin solution. There was considerable redundant skin, and I excised an ellipse of skin on either side, measuring the full length of the incision by approximately 3-4 cm in width at its maximum points. Bleeders in the subcutaneous tissue were cauterized. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl, and the skin was closed with staples.¿ explant #1 preoperative complaints: (B)(6) 2013: ¿reports doing well, but incision is still draining despite packings.¿ ¿spoke with patient and mother, despite dressing changes, the wound has not improved. Will take her to or and remove the infected mesh.¿ (B)(6) 2013: preoperative diagnosis: ¿probable infected abdominal wall patch material.¿ explant #1 procedure: removal of infected patch. Placement of vac dressing. Explant #1 date: (B)(6) 2013: wound classification: ¿dirty.¿ postoperative diagnosis: ¿infected gore dualmesh incisional hernia patch material.¿ description of procedure: ¿there were two draining sinuses and these were connected together using a scalpel incision. The underlying mesh was obvious and clearly was infected with pus over it. The mesh was loose. The prolene sutures holding it in place were all cut and removed, and the mesh was removed easily. T he operative site was irrigated copiously with saline and bacitracin solution. The mesh was sent to pathology and cultures were sent as well. A silver vac dressing was cut appropriately and put into the defect, and the remainder of the vac dressing applied . The vac dressing functioned fine.¿ (B)(6) 2013: pathology. ¿final diagnosis: mesh material with necrosis and acute and chronic inflammation. Gross description: ¿.... A light tan irregular segment of abdominal mesh material measuring 18 x 12.5 x 0.2 cm. Attached sutures are identified on both ends. Also present are fragments of apparent fibroconnective tissue.¿ implant #2 [implant: permacol, a non-gore device]. (B)(6) 2014: repair of recurrent incisional hernia with permacol patch material: [implant: permacol] ¿a longitudinal incision was made in the upper midline in the course of the old scar. Skin here was quite redundant and very thin, and this skin would be excised at the end of the case. The peritoneal cavity was entered easily. There were dense adhesions of omentum and small bowel around the edges of the fascia, and these were all taken down by sharp dissection. The entire hernia sac was excised from the subcutaneous tissue. The hernia defect measured approximately 20 x 20 cm in a roughly circular fashion. The fascial edges were solid, and the hernia was repaired with a large piece of permacol patch material. A 20 x 30 cm patch was chosen, fashioned approximately, and sewn to the fascia with interrupted running sutures of #1 prolene without difficulty and without excessive tension. The operative site was irrigated copiously with saline. Minor bleeders in the subcutaneous tissue were cauterized. The redundant skin on either side was now removed. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl. The skin was closed with staples. A 19-french blake drain had been placed, and this was a subcutaneous drain being laid over the patch material. The drain was sutured to the skin with 2-0 silk.¿ relevant medical information: (B)(6) 2014: emergency room visit: ¿presents for evaluation of a postoperative wound on abdomen because it began to drain 1 day ago. Abdominal pain, fever, and chills.¿ ¿abdomen with midline vertical surgical incision with a small area of dehiscence and purulent drainage. " ¿spoke to dr. H., he states the dehisced area should be approximated with steri-strips and dressing placed, discharge on course of antibiotics and follow up in office on monday.¿ (B)(6) 2014: inpatient hospitalization: ¿left lower leg pain. Dvt [deep vein thrombosis] in distal left popliteal vein. Exam: ultrasound showing dvt. Plan: admit with heparin drip. Will get protein culture and sensitivity and consult wound care for her open wounds still in her abdomen, on her abdominal wall, and also consult dr. H., who did the surgery, and place her back on her medications.¿ (B)(6) 2014: emergency room visit: ¿deep venous thrombosis of lower extremity.¿ implant #3 preoperative complaints: (B)(6) 2014: ¿wound opened up and she has been packing at home.¿ ¿ abdominal wound has fully healed, the area is clean and dry.¿ (B)(6) 2014: ¿follow up abdominal pain." ¿large recurrent incisional hernia needs repair, probably with gore patch. Open incisional hernia repair.¿ (B)(6) 2014: preoperative diagnosis: ¿recurrent incisional hernia.¿ implant #3 procedure: repair of recurrent incisional hernia with gore-tex dualmesh patch material. [Implant: gore® dualmesh® biomaterial, 1dlmc07/9191971, 20cm x 30cm x 1mm thick]. Implant #3 date: (B)(6) 2014: wound classification: ¿clean/contaminated.¿ description of hernia being treated: ¿the incision was made through the old upper midline scar. The hernia sac was immediately identified in the subcutaneous tissue. This was a very large hernia, and the hernia sac was dissected totally free from the fascial edges and from the subcutaneous tissue. Adhesions of omentum and small bowel to the fascial edges were taken down with sharp dissection, without damage to any structures. Minor bleeders were cauterized or were tied off with 3-0 pds. The hernia was too large to repair primarily and measured approximately 20 x 10 cm in roughly elliptical fashion.¿ implant size and fixation: ¿a large piece of gore dualmesh patch material was chosen, cut appropriately, and sewn to the fascial edges using running and interrupted sutures of #1 prolene. The repair was solid and there was no excessive tension. With the hernia repaired, there was a lot of redundant skin. An ellipse of skin on either side was excised. Again, all minor bleeders were cauterized. The operative site was irrigated copiously with saline. A 19-french blake drain was inserted through a separate stab incision inferior to the main incision and laid over the patch material. The drain was sutured to the skin with 2-0 silk. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl, and the skin was closed with staples.¿ (B)(6) 2014: pathology: ¿final diagnosis: hernia sac: mesothelial lined fibrovascular connective tissue and skin consistent with hernia sac.¿ relevant medical information: (B)(6) 2014: inpatient hospitalization. (B)(6) 2014: ¿recently discharged because of abdominal hernia surgery. Had drainage, sent home. Dr. H. Did surgery, patient states she had fever, more drainage, including around the drainage catheter.¿ ¿abdomen soft, suture lying vertically. Distal portion of it is close to the pelvic area, more inflamed, slight drainage seen. There is quite a bit of fluid collection on her jackson-pratt drain.¿ ¿cellulitis around the wound site of the abdomen. L eukocytosis. Anemia. Hemoglobin and hematocrit of 7.1 and 27. Will require transfusion.¿ ¿admitted, IV antibiotics. Dr. H. And infectious disease consult.¿ (B)(6) 2014: discharge summary: ¿discharge diagnoses: post hernia repair with cellulitis of abdominal wall. Staphylococcus aureus abdominal wall cellulitis. Anemia. Reactive thrombocytosis. On wound vac.¿ ¿started on zosyn and then vancomycin, infectious disease was consulted, and patient continue [sic] on vancomycin for the next 6 weeks and will follow up with dr. I. And dr. H.¿ ¿patient is stable and arrangements are done for wound vac and the home health arrangement¿ explant #3 preoperative complaints: (B)(6) 2015: ¿generalized rash over entire body, wound vac packed, mesh exposed. Plan: bariatric operative procedure, abdominal pain, postoperative visit.¿ ¿graft exposed, will need removal. Allow allergic rash to resolve first and needs to come off the steroids/currently on prednisone.¿ (B)(6) 2015: preoperative diagnosis: ¿infected abdominal incision and mesh.¿ explant #3 procedure: removal of infected mesh with placement of vac dressing. Explant #3 date: (B)(6) 2015: wound classification: ¿contaminated.¿ findings: ¿the mesh was exposed and clearly was infected. The opening in the skin was approximately 5 x 3 cm in size oriented transversely. No further skin incision was needed.¿ ¿there was considerable fluid under the mesh and some of this was sent for cultures.¿ description of procedure: ¿the skin edges were lifted all around and the areas where the mesh was still adherent were mobilized and the prolene sutures all cut and removed.¿ ¿the entire mesh was removed and as well all the prolene sutures. The site was irrigated copiously with saline. Hemostasis was fine. A large silver vac dressing was used nearly in its entirety to fill the defect. The remainder of the vac dressing was applied and functioned fine." Pathology report detailing analysis of the devices and samples removed during the (B)(6)2015 procedure was not provided. Implant #4 preoperative complaints: (B)(6) 2015: ¿fully healed now from (B)(6) surgery which was to remove to infected mesh.¿ ¿she has a large recurrent incisional hernia, schedule for repair.¿ (B)(6) 2015: preoperative diagnosis. ¿recurrent incarcerated incisional hernia.¿ implant #4 procedure: repair of recurrent incarcerated incisional hernia using gore dualmesh patch material. [Implant: gore® dualmesh® biomaterial, 1dlmc07/13042279, 20cm x 30cm x 1mm thick]. Implant #4 date: (B)(6) 2015 : wound classification: ¿clean.¿ description of hernia being treated: ¿the old very broad scar was totally excised, with the skin here being taken full thickness. The incision went from the xiphoid to the umbilicus. The hernia was encountered. There were numerous loops of bowel through the main hernia defect, and as well into a second hernia defect towards the patient's left side, just lateral to the umbilicus. All the hernia contents, that being all small bowel and transverse colon, were reduced into the peritoneal cavity. Some of the small bowel was solidly adhered to the undersurface of the skin. The plane was developed here by sharp dissection without damaging any intestines, either large or small. Minor bleeders were cauterized or were tied off with #2-0 vicryl. The fascial edges were now examined. This was a large hernia measuring approximately 20 cm in length x 15 cm in width. The fascial edges were solid. There were some old prolene sutures left from the previous repair, and these were taken out.¿ implant size and fixation: ¿a large piece of gore dualmesh patch material was chosen, and cut appropriately and sewn in place to the fascial edges with some running interrupted sutures of #1 prolene with no difficulty. The repair was solid. The operative site was irrigated wish saline. Any minor bleeders were cauterized. As well, all the hernia sac and subcutaneous tissue was removed using cautery. The patch was sprinkled with ancef powder. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl. The skin was closed with running vertical mattress suture of 2-0 prolene. Where the suture line appeared to be perhaps loose, staples were put in as well. Antibiotic ointment and dry dressings were applied, and as well a large abdominal binder.¿ relevant medical information: (B)(6) 2015: emergency room visit: ¿presented for wound check. Case discussed with dr. H. Who was very familiar with the patient. He related fluid collection on CT was expected post-op finding for this type of surgery, and was not causing her pain. He explicitly stated not to attempt any drainage of the fluid, but to control the patient¿s pain appropriately. Patient is afebrile and nontoxic in appearance and there are no overlying skin changes that would suggest an infectious process. This was all reviewed with dr. L. Who felt that if patient was comfortable now, and with this plan of treatment she could be sent home with close follow up. Dr. L. Felt that antibiotics were indicated against the possibility that any infectious process was present. This was then discussed with patient and she related that she was comfortable after her meds and definitely preferred not to be in the hospital.¿ (B)(6) 2015: inpatient hospitalization: ¿two days prior to admission, she noted pain in right mid quadrant with redness around the staples, some erythema, heat, fevers, and chills. She presented to the t.r. Emergency room today, where her clinical exam was consistent with cellulitis of abdominal wall. White cell count 20,000. Was in excruciating pain and required dilaudid.¿ (B)(6) 2015: ¿abdomen; there is extensive well-healed scar in midline region extending from right upper abdomen down to lower pelvic region. There are staples in place. Wound is non-dehisced; however, there is surrounding redness and erythema of the entire abdominal wall. Unable to feel for deepness because the patient jumps with pain when palpated. CT of abdomen shows a large fluid-filled collection, anterior to the abdominal wall sheath. This is unchanged from the previous study. There are multiple internal foci of air, superimposed infection cannot be excluded. ¿ (B)(6) 2015: ¿patient has an extensive abdominal wall cellulitis requiring IV [intravenous] antibiotics.¿ (B)(6) 2015: discharge summary: ¿methicillin-resistant staphylococcus aureus [mrsa] positive¿ ¿dr. I. Has seen and recommended 2 weeks of IV vancomycin and follow up in his office, so cultures growing the staph [sic].¿ [records for the CT scan showing ¿large fluid-filled collection¿ and culture showing ¿methicillin-resistant staphylococcus aureus positive¿ were not provided.] Explant #2 and #4 preoperative complaints: (B)(6) 2015: ¿infected prosthetic mesh of abdominal wall.¿ explant #2 and #4 procedure: exploratory laparotomy. Removal of infected abdominal wall mesh. Extensive lysis of abdominal adhesions. Open ventral hernia repair with biologic mesh (20 x 25 cm strattice). Placement of negative pressure dressing (less than 50 cm2). Explant #2 and #4 date: (B)(6) 2015: wound classification: ¿unknown.¿ findings: ¿infected mesh ¿ removed. Cultures taken and mesh sent, did not have complete tissue coverage over stratfice [sic] mesh.¿ description of procedure: ¿incision was made in an elliptical fashion along her previous laparotomy scars with complete excision of the old scar with a number 15 blade. Then the incision was extended down through the subcutaneous tissues with cautery until her previously placed abdominal mesh was encountered. The mesh was found to not be incorporated and a free edge was lifted and the previously placed sutures were removed allowing for full excision of the mesh from the fascial edges. Underneath her mesh she was found to have purulent material which was sampled and sent for culture. The remaining fascial defect was noted to be bridged with stattice [sic] mesh which appeared to have an associated biofilm and required excision as well. There were several adhesion [sic] of the omentum to the underside of the mesh which were brought down sharply. The edges of the mesh were then defined and dissected off the overlying fascia and both pieces of mesh were removed from the operating field and sent to pathology. The abdomen was then irrigated copiously with warm saline. Remaining adhesion [sic] to the fascia were brought down sharply. Due to extent of previous attempts at operative repair full primary fascial closure was not possible and we needed to complete abdominal closure with a ventral hernia repair consisting of a bridging biologic mesh reconstruction. At this point we decided to bridge her fascia with a piece of strattice biologic mesh that was 20 x 25 cm to reserve component separation for later definitive repair. We turned it diagonally and placed it as underlay, ensuring at least 3-5 cm of overlap with the fascia and secured it with several interrupted #1 nurolon sutures. The inferior and superior portions of the fascia were then brought together with 2-0 prolene sutures leaving a 5 x 5 cm area where the fascia would not close primarily. We placed two 19-french round drains on each side under the skin flaps along the gutters and two overlying the mesh, making 4 drains total, and secured them at the skin level with nylon. We then brought the subcutaneous tissue together loosely with interrupted 4-0 vicryl sutures. We then placed a negative pressure dressing over the exposed wound with black foam.¿ pathology and culture reports detailing analysis of the devices and samples removed during the (B)(6) 2015 procedure were not provided. Relevant medical information: (B)(6) 2016: debridement of abdominal wound measuring 6x6 cm, split thickness autograft coverage of abdominal wound (36 cm squared). ¿the patient's abdominal wound was sharply debrided with a scalpel down to healthy bleeding tissue. The wound appeared very healthy and has a good blood supply. Attention was then turned to the patient's donor site on the right thigh. Penetrating towel damps were placed in the skin to provide appropriate tension and create a plane for skin harvest using the dermatome. After the initial pass with the dermatome, some irritation of the skin was noted but there was not an appropriate piece of skin suitable for grafting. A new dermatome was acquired and another pass was made, this time obtaining an appropriate split thickness skin graft. This skin was meshed 2:1. The debrided abdominal wound was then irrigated thoroughly. The skin graft was trimmed to fit the wound and sutured into place with several interrupted 4-0 vicryl sutures. The skin graft measured 6x6 cm (36 cm squared). The graft was covered with algidex, xeroform, and several fluffed pieces of gauze. A bolster was then created by tying the vicryl sutures over the overlying gauze. Therabond dressing was applied to the patient's donor site on the right thigh. This concluded the procedure.¿ conclusion: implant #4 gore® dualmesh® biomaterial, 1dlmc07/13042279. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2014 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2015, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: infected mesh, removal of mesh, vac dressing ((B)(6) 2013); wound vac and infection treatment ((B)(6) 2014); mesh infection and mesh removal ((B)(6) 2015). Additional event specific information was not provided.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.